Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is reportedly resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: ni.

Event description:
The recipient reportedly experienced a wound infection with some irritation, crusting and drainage at the implant site. Crusting at the implant site was removed. A period of non-use of the device was recommended until the infection cleared. The recipient was prescribed augmentin, one tablet twice a day for 21 days. The recipient was also prescribed bactroban ointment twice a day for 14 days. The recipient's infection has resolved.